Event description:
It was reported that the device infused faster than expected. Additional information received: "zozyn was ordered to be to infused at 25ml/hr with a volume to be infused (vtbi) of 100mls; however, 100mls infused within 20-30 minutes. The zozyn was programmed through the medication list at approximately 0800/0900. There was patient involvement, but no harm."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had an over infusion of zozyn was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Rate accuracy and unregulated flow testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. The device passed the occluder spring functional testing process. The customer provided an event date of 13dec2024 at 8:00-9:00 am. A log review was performed with the limited information contained in the pump module s/n (B)(6) event log; it was determined that the pump module was not in operation at the time. Based on the review of the pump module event log retrieved, on (B)(6) 2024, at 5:56 pm the pcu was powered on, and on (B)(6) at 11:35 am the pump module started an infusion with a programmed rate of 25 ml/hr and the volume to be infused (vtbi) was set at 100 ml. Immediately the infusion was paused and restarted. At 3:35 pm, the pump alarmed air in line. At 3:43 pm, the pump was channeled off. At 8:43 pm, the pump was programmed with an infusion with a rate of 25 ml/hr and a vtbi of 105 ml. At 8:50 pm to 9:03 pm, the pump alarmed 'air in line' and 'check IV set' twice. The pump was selected nine times, and the door was opened twice, but the operator walkaway and no infusion was programmed. At 9:04 pm, the pump was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pump module event log could not determine why the infusion that was programmed to infuse for approximately 4 hours was terminated early after only infusing for approximately 21 minutes. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause for the reported issue of an over infusion of zozyn was not able to be identified during the investigation. Note that this report lists imdrf annex a040502, a1801, c0601, d01, d15, g04037, g02017and g04088 codes codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device infused faster than expected. Additional information received: "zozyn was ordered to be to infused at 25ml/hr with a volume to be infused (vtbi) of 100mls; however, 100mls infused within 20-30 minutes. The zozyn was programmed through the medication list at approximately 0800/0900. There was patient involvement, but no harm."

Event description:
It was reported that the device infused faster than expected. Additional information received: "zozyn was ordered to be to infused at 25ml/hr with a volume to be infused (vtbi) of 100mls; however, 100mls infused within 20-30 minutes. The zozyn was programmed through the medication list at approximately 0800/0900. There was patient involvement, but no harm."

Manufacturer narrative:
Omit: d01 - cause traced to device design. Additional information: imdrf annex d code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.